Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was deceased. It was reported that "according to hospice, the machine kept giving him a defibrillation". It was noted that the shocks caused the patient to be uncomfortable and vomit consistently until passing. The location of the device is unknown at this time.